Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of faulty foot pedal port could not be confirmed. The footswitch port passed functional testing. Product failed functional testing with smoke issuing from port a after a known good test mdu was inserted into port a receptacle. Cause of smoke is a defective mdu harness for port a. Harness appears corroded. Product passed functional testing with a known good mdu harness installed. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the foot pedal port was faulty. It is unknown whether the event happened during surgery and if there was a patient involvement.